Event description:
It was reported that during an implant attempt the physician experienced difficulty accessing the grommet that covers the set screw in the device header. The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).